Event description:
It was reported that the customer's insulin pump alarmed no delivery, which was resolved with a complete set change. The no delivery alarm may have been due to a reservoir occlusion, but this was a past event so no troubleshooting could be performed. The customer's blood glucose was 146 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.